Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter became entrapped on a guide wire. The target lesion was located in the superficial femoral artery. Following an antegrade puncture, the 0.014 in x 300 cm platinum plus glidex guide wire was advanced to the target lesion. The 3.0x150mmx150cm coyote balloon catheter was introduced and angioplasty was performed without any problems. The coyote balloon catheter was unable to be withdrawn as the catheter was stuck on the guide wire, and the balloon and guide wire were removed together. The procedure was completed with another guide wire and coyote balloon. No patient complications were reported.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter became entrapped on a guide wire. The target lesion was located in the superficial femoral artery. Following an antegrade puncture, the 0.014 in x 300 cm platinum plus glidex guide wire was advanced to the target lesion. The 3.0 x 150 mm x 150 cm coyote balloon catheter was introduced and angioplasty was performed without any problems. The coyote balloon catheter was unable to be withdrawn as the catheter was stuck on the guide wire, and the balloon and guide wire were removed together. The procedure was completed with another guide wire and coyote balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a visual examination of the returned device revealed that the tip of the coyote catheter was damaged. The inner shaft was buckled in multiple locations on the proximal end of the catheter. The outer shaft was separated 72.5cm from the edge of the strain relief. The inner shaft was separated 60.5cm from the tip. The fracture faces were jagged and stretched, which suggests that the separations may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separations. The guidewire was protruding 169cm from the distal tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .0144", which is consistent with a .014" guidewire. The coyote catheter showed no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).